Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the flex video scope an image was not displayed. The reported malfunction occurred during setup and inspection for use prior to an unspecified procedure. There were no reports of patient harm.